Manufacturer narrative:
(B)(4). Batch # p55066. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic high anterior resection procedure, after firing the device and whilst trying to remove the device from the rectum, a piece of tissue (maybe muscle) was caught on the rectal side, and catching, preventing it from being removed. The surgeon turned the device three hundred and sixty degrees and fish tailed it without success. To remove, the doctor had to dilate the rectum with their finger and cut with scissors the tissue to free it from the stapler. Delaying the procedure by roughly ten minutes. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.